Event description:
The manufacturer received information a trilogy ev300 ventilator was reported to have had a test failure during service resulting in a failure to calibrate. The ventilator failed the active exhalation verification in the system setup test. There was no patient involvement, and no harm or injury reported. The device's 3-way solenoid valve and proportional valves require replacement to address the issue. Onsite service for device repair has not been scheduled at this time. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.